Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a blank display from the insulin pump. The customer's blood glucose reading was 18.0 mmol/l. The customer stated that there was an alarm in the past and the pump felt okay. The customer stated that the pump was not damaged, exposed to moisture or dropped. The customer stated that there was no corroded battery cap. The customer was advised to insert new aaa energizer battery. The customer stated that it worked for a minute and it turned blank. The customer will be sent a replacement pump. The customer will return the pump for analysis.

Manufacturer narrative:
The pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. All operating currents were within specification. The pump was monitored and no blank display during testing was noted. The pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.